Manufacturer narrative:
This report is submitted on 05 february 2020.

Event description:
Per the clinic, the patient was placed under general anaesthetic to undergo skin revision and an abutment change on (B)(6) 2019. The implanted device remains.